Event description:
Pacemaker failed to fire properly which caused spouse to faint while shopping in store. Lucky he was not driving. Black eye, other cuts and contusions occurred. Have known that one of the leads had failed previously, but according to doctor was not needed for his condition. Ended up in ER and had pacemaker replaced on (B)(6) 2022. Wore heart monitor and it was determined that the failed lead was a problem. St. Jude pacemaker. FDA safety report ID # (B)(4).